Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the keypad was found to be damaged and peeling. When the keypad was removed contamination was found on all of the button contacts. The ok button contact was inverted. The battery compartment was cracked from the lip to the case seal. There was visible damage to the battery cap in the form of stripped threads. The pump had a blank display screen and the pump had no vibratory function when it was powered on. The display screen was replaced with a test screen that functioned properly. Damage was found to the power wire that caused the vibratory failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank, the vibratory features were nonfunctional, the battery compartment and cap were damaged, and the keypad button contacts were contaminated and damaged. This report is made based on results of investigation completed on 08/07/2015.